Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable thyrotropin (tsh) results for one patient on their e601 analyzer. The patient's sample was processed on the customer's modular pre analytics device and tested as an aliquot. The initial result was 47.49miu/l. On (B)(6) 2014, the patient had a second sample drawn and tested on the e601 analyzer. The result was 3.46 miu/l. On (B)(6) 2014, the patient's primary tube was repeated on the initial e601 analyzer and the result was 0.793 miu/l. On (B)(6) 2014, the primary tube was tested on another e601 analyzer and the result was 0.815 miu/l. The first sample was visually checked. The sample quality was ok, and the serum was well separated from the cells. The customer stated that the results from the first and second sample were reported outside the laboratory. The clinician was querying which result is the correct. There were no adverse events. The tsh reagent lot number was 176496. The expiration date was requested but not provided.

Manufacturer narrative:
The customer repeated the original sample, and the result was 0.794 miu/ml. The customer repeated the second sample and the result was 3.50 miu/ml. The field service representative found the pinch tubing was not replaced properly.

Manufacturer narrative:
A root cause could not be determined with the information provided. The calibration and quality control data were ok. A possible reagent issue could be excluded. The customer stated the serum quality was checked and there were no visible fibrin or clots observed.